Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a revision procedure to clean the device pocket as an infection was suspected. As the fluid was still present six months later, the physician made the decision to explant the device. Consequently, a new device has not been implanted at this time. No additional adverse patient effects were reported. The device will not be returned as it was contaminated. Before this s-ICD, the patient had an implantable cardioverter defibrillator (ICD) implanted, which was explanted at the time because of endocarditis.